Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Drive tires and casters are worn, left front headtube bushings are loose.